Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a brain tissue sample was taken at an unintended area, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon the surgery was completed successfully, there was no negative clinical effect to the patient reported, and there were no further remedial actions reported that would have been necessary for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation detected, is: the pre-operative MRI scan was not performed according to the brainlab scan protocol, and contained artefacts around the nose and eyes. For the patient registration on the pre-operative MRI (to match the virtual display of the navigation to the current patient anatomy), the registration points acquired were not sufficiently distributed as required by the navigation software. Image artefacts and insufficient registration point distribution may lead to a less than ideal patient registration and thus to a deviation of the navigation virtual display to the actual patient anatomy. This was apparently not recognized during verification of accuracy after initial patient registration. No further verification of accuracy was performed after draping or before obtaining the first tissue sample. Further contributing factors: it cannot be excluded that the patient's head slightly changed position inside the head fixation during the surgery (as secure fixation of patient head in head holder was not verified before start of surgery), thus a change of the relative position of the head to the navigation reference might have contributed to differences of the actual anatomy and navigation display. The navigation reference array may have moved, during or after draping of the patient and exchange from unsterile to sterile array. The patient registration was not verified again after draping or before obtaining the first tissue sample, which would have revealed such a movement of the reference array. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Offer an additional training to users at this hospital.

Event description:
A cranial surgery (biopsy in right frontal region) has been performed with the aid of the virtual display of the brainlab navigation. A pre-operative MRI was acquired and a trajectory (3 cm in length) was pre-planned, to use with navigation. During the procedure the surgeon: positioned the patient (with head fixated in head holder) in supine position. Performed the initial patient registration to match the virtual display of the preoperative mr scan to the current patient anatomy. Verified the accuracy of the registration and considered the accuracy achieved as sufficient. Draped the patient, exchanged the reference array for a sterile one, and used the aid of navigation to determine the burr hole. Obtained a tissue sample with the aid of navigation. While waiting for pathology, realized a deviation of displayed position information of the biopsy needle of about 2 cm. Decided to abandon navigation. Obtained further tissue samples through the same burr hole with the aid of ultrasound (pathology confirmed tumor tissue). According to the hospital, the surgery was extended by approximately 20-30 minutes, but was completed successfully as intended (with the aid of ultrasound). No negative clinical effect to the patient was reported. No further remedial actions were reported that would have been necessary for this patient due to this issue.